Event description:
The patient was reportedly implanted with a bard pelvicol acellular collagen matrix and a bard marlex on (B)(6) 2009 and on (B)(6) 2005, a surgisis product on (B)(6) 2007, and an ethicon secure on (B)(6) 2013. Al surgeries took place at (B)(6) were performed by dr. (B)(6) and dr. (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following information was not complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, and current patient status.

Manufacturer narrative:
Based on the information by the complainant, details regarding a specific correlation between the surgisis product's performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained a follow-up MDR will be filed.